Event description:
It was reported that a novum iq large volume pump displayed an unknown system error during patient infusion in the pediatric hemonc & ortho/trauma unit. The nurse told "it has been a week that the pump is out of service, on the ticket it says system error". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.